Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to blank display. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was losing power. The insulin pump had a blank display. Customer's blood glucose level was not reported. The insulin pump was cracked above the up arrow button going towards the screen. The screen had a chip on the bottom left. He took the battery out, placed it back in, and the insulin pump started to work. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.